Event description:
On (B)(6) 2012 customer reported that the dxc 800 pro instrument generated false high ion selective electrode (ise) results. These results were not reported out of the lab. When the issue was noticed, the samples were rerun on the other instrument in the lab, and those results reported. Customer did not state how many samples were affected and did not supply data. Customer would only provide one verbal example: original na result was 157 mmol/l, repeated result was 132 mmol/l. It is unknown if any erroneous potassium (k), chloride (cl), carbon dioxide (co2) or calcium (calc) results were generated. Field service engineer (fse) inspected the instrument and found that line 25 was disconnected from the flowcell. Fse resolved the issue and verified performance. No further issues were reported.